Event description:
The customer reported that after a filament calibration was performed on the sys, the sys was restarted and it would not boot up. There is no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The generator interface board and backplane were replaced and a filament calibration was performed. The sys was then found to be operating as intended.